Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was rebooting without user intervention. The reporter allegedly could not secure the battery cap to the pump completely, and the yellow o-ring was visible. It was also reported that a piece of the battery compartment seemed to have broken off. A blood glucose reading of 180 mg/dl was reported and does not meet animas¿ criteria for a serious injury; there was no adverse event associated with this complaint. This complaint is being reported because the reported malfunction was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.